Event description:
The guide pin had become lodged in the reamer. After removing the guide pin it was discovered that the tip was missing. At that time, the employee called the md at the office. The doctor then acknowledged that the pin was trapped within the femur and should be okay.